Manufacturer narrative:
(B)(4) g2: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately three (3) weeks ago, the device was being prepared for surgery when it was discovered that the sterile blister packaging was deformed. As there was concern with the device's sterilization remaining intact, another device was used to complete the surgery instead. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d9, g3, g6, h1, h2, h3, h6, h11. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the provided photos/returned product found damage to the sterile packaging that is visually consistent with thermal damage. The tyvek seal has lifted in one corner of the outer sterile blister. Sterility is considered breached. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.